Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 208 mg/dl at the time of the incident. Customer stated that the numbers were just scrolling on its own. Customer's mother stated that they were changing the infusion set and after it was changed, the numbers started scrolling on the pump. Customer then received a button error alarm. Customer has removed the battery several times. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. No button error alarm noted. No unexpected numbers ramping or scrolling on their own noted. The insulin pump has cracked case at the display window corner, belt clip slot and minor scratched display window.